Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. A longevity calculation was performed and the device was found to be within expected longevity. Review of the electrograms indicated the hv therapy delivery was appropriate. The device was tested on the bench and no anomaly was found.

Event description:
It was reported that patient received multiple shocks. Device was found to be at eri. The device was explanted and replaced.